Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient to the physician that the implantable pulse generator (ipg) exhibited "interference". The ipg remain in use. No further patient complications have been reported as a result of this event.